Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that the up and down arrow buttons of his onetouch ultra2 meter were not responding. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the reporter was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began during the second week of (B)(6) 2017. During the call, the patient stated that he manages his diabetes with 2 different types of insulin. The patient claimed he had to guess how much insulin to administer when he was unable to test due to the alleged issue. On the evening of (B)(6) 2017, after the alleged issue began, the patient claimed he was rushed to hospital by ambulance with ¿urinary retention.¿ on arrival at the emergency room, the patient claimed he received treatment for blood clots in his urine and for his diabetes. During the call, the patient claimed his blood glucose was measured on the hospital device however the exact results obtained were not reported. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr noted the alleged issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for a possible acute blood glucose excursion after being unable to test his blood glucose due to the alleged meter issue.